Event description:
The manufacturer received information alleging an error in the event log and failure fio2 sensor verification. The manufacturer lab investigation was unable to confirm these allegations. The investigation lab installed the system pca on the trilogy evo stb and noted the stb immediately alarmed for ventilator inoperable due to the e-155 that was noted in the log. The e-155 was unlatched and then able to power on the stb without the ventilator inoperable alarm occurring. The device was concluded that it operated as designed after the e-155 was unlatched.